Event description:
It was initially reported to the physio-control service representative that the customer's device failed the self-test. During a device evaluation, physio-control observed that the device's memory had logged an event code potentially affecting defibrillation therapy and during testing, the defibrillation energy varied from 10 to 100 joules below the set value. The defibrillation energy was monophasic instead of biphasic. The device may not deliver adequate defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to a diode, designator cr30, being shorted from pin 5 to pin 9. This caused an event code during self-test of the device and energy to be delivered at only 85% of the target energy in a monophasic waveform.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control replaced the therapy pcb assembly and observed proper device function through functional and performance testing. The device was repaired and returned to the customer for use.